Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary background: the tip of the innie inserter broke off which then jammed as a result. The front screwdriver tip breaks off when the innies are screwed in, causing it to tilt. The innie could be inserted with another screwdriver. Surgery was delayed 8 min. No parts remaining in patient and no adverse patient harm. The procedure was successfully completed. Concomitant device reported: unknown setscrews (part# unknown, lot# unknown, quantity unknown). This complaint involves one (1) device. Investigation flow: damage. Visual inspection: the viper2 x25 set screw inserter (p/n 286735400, lot number ag2098481) was received at us cq. Visual inspection of the complaint device showed the tip has broken off and is missing. No other defects were identified. Device failure/defect was identified. Dimensional inspection: no dimensional inspection will be performed due to post manufacturing damage. Document/specification review: drawing 887002980 rev e,g (manufactured and current) was reviewed. No design issues or discrepancies were identified. Complaint is confirmed. Investigation conclusion: this complaint is confirmed as the set screw inserter has a broken tip. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a review of the device history record. Device history lot a review of the receiving inspection (ri) for viper2 x25 set screw inserter was conducted identifying that lot number ag2098481 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 10 feb 2014 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history batch null, device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Date of event is an unknown date in 2019. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, the tip of the inserter broke off and then jammed. The front screwdriver tip breaks off when the innies are screwed in, causing it to tilt. The innie could be inserted with another screwdriver. There are no fragments remaining in the patient. Procedure was completed successfully with eight (8) minutes delay. There was no adverse patient harm. Concomitant devices: setscrews (part: unknown, lot: unknown, quantity: unknown). This report is for a viper2 x25 set screw inserter. This is report 1 of 2 for (B)(4).